Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported the tubing set came apart at the filter, and returned the affected sample. The sample was clearly separated at the outlet of the filter, and the complaint is verified. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. Visual inspection under the microscope found the root cause to be insufficient solvent applied during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the customer reported the tubing set came apart at the filter, and returned the affected sample. The sample was clearly separated at the outlet of the filter, and the complaint is verified. Visual inspection under the microscope found the root cause to be the tubing had insufficient solvent applied. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed.

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material no: 10010453. Batch no: unknown. Tubing set came apart at the filter.